Event description:
It was reported that a user experienced hypoglycemia after starting the ilet, with lows of 62 mg/dl and 59 mg/dl occurring after meal announcements while using a g7 sensor; the user treated with oral glucose gummies and juice, received troubleshooting and education on meal announcements and device learning, and subsequently paired the dexcom app for additional monitoring. Symptoms included shakiness, fuzzy memory, anxiety, and confusion. Outcomes included self-treatment with oral carbohydrates without medical intervention or hospitalization. Investigation included review of device reports and data synchronization to assess dosing around meal announcements. Investigation of this case revealed that the ilet delivered insulin based on the user¿s first meal announcements, and the adaptive algorithm was still learning the user¿s needs; no device malfunction was identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.